Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in mini trek instructions for use (IFU)is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that a non-abbott guide wire advanced to the proximal right coronary artery (rca), totally occluded lesion. A 1.2x8mm mini trek balloon dilatation catheter pre-dilated the lesion without issue. Following, a dissection that extended to the aorta was noted. Per physician, the dissection possibly resulted from the guide catheter, the guide wire or the mini trek balloon catheter. Open heart surgery was performed, treating the dissection. Reportedly, the patient is doing fine and is in stable condition. There was no additional information provided.